Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day post implant of this right ventricular (rv) lead loss of capture, with greater than two seconds between depolarized complexes, was noted on telemetry strips. The patient was doing respiratory therapy at the time. The field representative contacted boston scientific technical services (ts) and questioned if the observed rhythm could be due to some automated testing by the device. Ts reviewed and there is no change to the av delay, therefore, it was not device based testing that caused the issue. The lead diagnostics were normal. Ts suggested stressing the lead in an attempt to reproduce the observation. No adverse patient effects were reported. Further information was received that the patient remained in the hospital an additional day for monitoring. During that time multiple interrogations were performed and the lead is stable with rv capture thresholds at 0.9 volts on several tests. The patient had no adverse effects related to the observations and remote monitoring was planned. The system remains in service.